Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16418. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation, pain, varied injuries, fever, lymphadenopathy, capsular contracture baker grade iii.

Event description:
Patient reported left side "burning sensation, inflammation (swollen), pain, joint and leg pain, fevers, weight loss, swollen glands in the armpit area, unable to eat at times". Patient additionally reported "capsular contracture baker grade ii". Patient later reported "was square" and "capsular contracture baker grade iii". Device has been explanted.